Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sterile processing notified a spring was broken and came out of the patella clamp.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device found the canted coil spring component has disassembled. The root cause of then spring disassembly is unknown. No corrective action is being taken based on the low frequency of reported events and no reports of patient harm. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.